Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, the patient experienced a seizure following a low cgm reading. The exact cgm value at the time is unknown. Her children, who were present during the incident, immediately called 911. Paramedics arrived within approximately 15 minutes. Upon arrival, paramedics performed a fingerstick blood glucose test, which showed a reading of 256 mg/dl. The patient was unsure of her cgm reading at that time and could not recall any medications or treatments administered by the paramedics. She was transported to the hospital, where another fingerstick test indicated a blood glucose level above 400 mg/dl. The patient reported no physical injuries or conditions during the seizure or upon arrival at the hospital. She does not remember specific details of the incident, including any treatment or medication received. The patient remained in the hospital for approximately 24 hours and reported feeling fine after discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.